Event description:
Philips received a complaint from the customer, reporting that the v200 ventilator displayed error code 9002 (flow sensor mismatch). There was no patient involvement when the issue occurred. There was no patient or user harm reported. An evaluation was performed by the service engineer (se), and it was reported that the sensor board cable had a loose connection. The se readjusted the connection, and the issue was resolved. The system meets the specification for the service performed and is returned to use.